Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, maxzero, leakage. The following was provided by the initial reporter: this is a report about leakage during use. According to the customer report, a leak was observed during infusion with top's extension tubing connected to the female luer and the luer hub of cardinal's central venous catheter connected to the male luer. Was the leak coming from the body of the mz10000? Was the leak from the body of the mz10000 or from the connection point? It is unknown. Contaminated with unknown. Additional information: could you please check the lot number? Unknown. Was the malfunction observed during priming or during infusion? If it occurred during infusion, how much time had elapsed since the infusion began? If it occurred during infusion, the time elapsed since the start of the infusion is unknown. Please check the total usage time of the maxzero. Unknown. Please check the manufacturer name and model number of the product connected to the maxzero- an extension tube manufactured by top corporation was connected to the female luer, and the luer hub of a central venous catheter manufactured by cardinal health was connected to the male luer. Please check the set for visible damage such as cracks, burrs, or piston deformation-it has already been shipped, so please check it there. Please check what substance was being infused when the incident occurred-unknown. Did the patient suffer any harm? No. Was the infusion volume insufficient? Unknown. Was the specimen disinfected? If so, when and with what agent was it disinfected? Not disinfected.